Manufacturer narrative:
This report is submitted on february 4, 2022.

Event description:
Per the clinic, the patient experienced intermittencies with the device. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Correction: d4 as previously reported in initial MDR is incorrect. Serial number was (B)(6). Device analysis indicated device failure. Device analysis report attached. This report is submitted on april 13, 2022.